Manufacturer narrative:
Additional information was received from reporter stating that the procedure was successfully completed using the same device. This additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during the procedure when the werewolf was used on high or medium, it made a loud sound almost as though the turn dial was hitting something when suction was used. This did not happen when used in low mode. There was no surgical delay or patient injuries but it is unknown how the procedure was completed since no backup device was available.

Manufacturer narrative:
The returned controller unit, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the werewolf unit shows a returned unit without any abnormalities. The warranty seal of the unit is in its original condition untouched and not broken. There were no visible manufacturing abnormalities found. During functional testing the controller unit creates a loud noise coming from the pump module. The complaint was verified and the root cause was determined due to a mechanical component failure on the pump module.